Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked case on the display window corner, cracked reservoir tube lip, severe scratches on lcd window and cracked battery tube threads.

Event description:
Customer reported the insulin pump had a crack on the glass of the device. Customer's blood glucose was unknown. Customer reported the crack was on the display and doesn't know how it occurred. Customer was not sure if it was a crack or deep scratch on the display. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.